Event description:
It was reported that the artificial urinary sphincter (aus) device had performance issues. There was a fluid loss. The location and source of the fluid leak was not identified. Physician tried to troubleshoot the device but no troubleshooting resolved the issue. All components were explanted and replaced without patient complications.